Manufacturer narrative:
This report is submitted on may 6, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device as of the date of this report.